Event description:
The customer reported that she was admitted into the emergency room due to diabetic ketoacidosis, and blood glucose levels greater than 300 mg/dl. The customer stated that she experienced vomiting, nausea and dehydration. The customer also stated that she had a stomach virus at the time of the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.